Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 800 mg/dl, and a high level of ketones. Cause of elevated bg level was unknown. No information was provided regarding type of treatment received. Reportedly, customer left the ER several hours later with customer in stable condition (bg 110 - 115 mg/dl).